Manufacturer narrative:
D4-UDI:(B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 221478 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot: 221478, test base part number 195-430h/ lot: 218001. The lot met the required release specifications. (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could have possibly been related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.b5 h3 other text : single use; device discarded.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal kitted swab. Repeat testing was not performed. Additional testing was performed via an unknown platform on (B)(6) 2023 and generated a positive result. The consumer confirmed there was no harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in treatment.

Manufacturer narrative:
D4-UDI:(B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal kitted swab. Repeat testing was not performed. Confirmation testing was performed via an unknown platform on (B)(6) 2023 and generated a positive result. The consumer confirmed there was no patient harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in the patient's treatment.